Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving bupi vacaine (20mg/ml concentration at 4.0mg/day dose) and fentanyl (0.5mg/ml concentration at 0.10001mg/day) via an implantable pump. The indication for use was chronic pain. It was reported that hcp stated on several refills, they had inconsistent volumes at refill. On (B)(6) 2021, the expected volume was 3.4ml but the actual volume was 7.0ml. On 2021-sep-29, the expected volume was 1.9ml but the actual volume was 6.0ml. On (B)(6) 2022, the expected volume was 1.9ml but the actual volume was 4.5ml. On (B)(6) 2022, the expected volume was 1.4ml, but the actual volume was 1.0ml. On (B)(6) 2022, the expected volume was 2.8ml, but the actual volume was 4.0ml. On (B)(6) 2023-, the expected volume was 9.2ml but the actual volume was 11.0ml. The pump was explanted and replaced slightly ahead of the elective replacement indicator (eri) on this date. The environmental, external, or patient issues that may have led or contributed to the event was the drugs present in the pump (bupivacaine at 20mg/ml and secondary of fentanyl at 0.5mg/ml). The physician and nurse did their own refills, and there was no troublesh ooting/diagnostics or actions/interventions mentioned by the physician or nurse. The patient's weight at the time of the event was 190lb. The issue was resolved at the time of the report.

Manufacturer narrative:
H3. Analysis of the pump found that during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during one of two tests. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.